Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported, a pt whose intraocular lens (iol) appears opacified in the posterior part and clear in the anterior part. The iol was implanted in 2003. A vitrectomy was also performed at the time of the iol implant surgery for a vitreal hemorrhage. The pt has a history of diabetes and has retinal pathology. Additional info has been requested.